Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 447 mg/dl and declined troubleshooting for it. Customer stated that he received an alert to change the battery and he did but also received an alert to change the reservoir but customer states that he still have insulin left. The device is not expected to be returned for analysis.